Event description:
During a procedure, the subject device was realized the jaw was faulty. The ptfe pad was sticking out. The device was removed and replaced with a new one. The procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for eval. Based on the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section.